Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 150 mg/dl at the time of incident. The customer stated that the pump fell about a week ago and the insulin pump hit the door, and it was cracked where reservoir goes in and cracked where battery goes in, when she changed it the other day, the plastic was chipping away. Troubleshooting was performed for damage and noticed cracked near reservoir and battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.